Event description:
This lead was explanted due to dislodgement. Attempts to reposition this lead were unsuccessful due to pt anatomy. This pt was referred for epicardial lead placement. Should add'l info become available this event will be updated.